Event description:
The event pain was considered to be a symptom of vascular occlusion and therefore was not coded. This spontaneous report was received from a us health care professional and concerns a 39 year old (1984), female patient. She was injected with radiesse(+), into the chin (off label use of device) on the monday prior to the date of this report. Batch number was reported as a00117960 (expiry date: 06/2025).the batch record review was received and the lot number for radiesse(+) was confirmed as a00117960 (expiry date: 06/2025). A lot search in the global safety database was conducted. After the radiesse(+) injection, the patient experienced possible occlusion in the chin area. The manager stated the patient presented with what appeared to be an occlusion in the chin area, they thought the patient had a vascular occlusion but was not sure. As reported, 12 hours after the injection, the patient experienced pain that traveled to left cheek. On a scale of 1 to 10 the pain was reported as 12. The patient also had pain in her gums. The outcome of the event was unknown.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event possible vascular occlusion (pt: vascular occlusion), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse(+) injectable implant, lot number a00117960, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted related to this lot.